Event description:
It was reported that while using bd facscanto¿ biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports that the waste fittings on the left side of the canto broke and needs to be replaced. Liquid. Not contained. Waste. Biohazard. After waste line. Not mixed with decontamination/bleach.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to facscanto ivd 10 color configuration, part # 657338 and serial # (B)(6). Problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 03jun2020 to date 03jun2021. Complaint trend: there are 7 complaints related to the issue of a leakage of biohazard not contained within instrument related to connectors. Date ranges from 03jun2020 to date 03jun2021. Manufacturing device history record (DHR) review: DHR part # 657338 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to worn connectors. During the remote assistance (B)(4), the tsr (technical service representative) helped the customer identify the issue; worn waste fittings on the left side of the instrument. The tsr then recorded the required parts for the subsequent field service repair which included 2 I/o panel coupling bodies (pn 59-10181-05) and an I/o panel coupling (pn 33304607). Several days later in the field service repair, the fse (field service engineer) confirmed the issue and replaced the worn connectors. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. After the repair the instrument was tested and was performing as expected with no further leakages. Although this incident occurred while using patient samples, no diagnosis was performed due to the leakage and the patient was not harmed in any way. While the leaked material was biohazard, the customer did not come in contact with it and was not harmed in any way. Additionally, there was no spray of fluid, and thus did not significantly increase the risk of exposure. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: n/a. Work order notes: subject / reported: 657338 - facscanto ivd 10 color - broken fittings. Problem description: customer reports that the waste fittings on the left side of the canto broke and needs to be replaced. Work performed: fse onsite due to half-year service. Replaces temporary connector with new orange one. Cause: broken connector. Solution: replaced connector. Internal notes: (B)(4) (B)(6) 2021 09:31:16z: for dispatch, customer says that (B)(6) will be on site on monday and can take care of the issues. Parts needed: 2x 59-10181-05 I/o panel coupling body, panel mount 1/8 ID, org. 33304607 I/o panel coupling, 1/4-inch, nom flow, panel mount. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part #ra335860-08, rev. 08/vers.a bd facscanto fluidics ra fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2 not connected. Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. Potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: install tie-wraps on sheath pump tubing connections. Actions taken: c)# 46599 for the change. Severity: 8. Occurrence: 4. Detection: 1. Rpn: 32. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn connectors. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn connectors. During a remote assistance, the tsr helped the customer identify the worn connectors and ordered the parts to be brought onsite during a future field service. During the field service, the fse confirmed the issue and replaced the parts. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ biohazardous waste leaked outside of instrument. There was no report of user impact. The following information was provided by the initial reporter: customer reports that the waste fittings on the left side of the canto broke and needs to be replaced. Liquid, not contained, waste, biohazard, after waste line, and not mixed with decontamination/bleach